Manufacturer narrative:
This device is used for treatment not diagnosis. Five batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual examination and functional testing. The reported event could not be duplicated at the bench level and was only noted in the logs; however, it is not clear whether the premature switches are the result of a communication anomaly between the controller and the batteries connected to it, or as a result of a use pattern that exchanges batteries before they reach 25% of charge. The manufacturer has an open internal investigation to address what causes the premature power switching. This is report one of six reports (3007042319-2015-03919,3007042319-2015-03920, 3007042319-2015-03921, 3007042319-2015-03922, 3007042319-2015-03923, 3007042319-2015-03924) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. *this is report one of six reports ( 3007042319-2015-03919,03920,03921,03922,03923,03924) submitted for devices related to the same event.

Event description:
It was reported: " patient describes switching always on port one with 5 batteries. Controller and batteries were exchanged." Investigation ongoing.